Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse found the pins to be graphic user interface (gui) central processing unit (cpu) damaged. The cse replaced the gui cpu printed circuit board (pcb) and upgraded the software to the current revision. The cse performed extended self-testing on the device and all tests passed. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator stopped cycling while in use on a pt. The pt was removed from the ventilator and placed on an alternate ventilator. The pt was not harmed or injured as a result of this event.